Event description:
It was reported that the pt received a durom acetabular component 54/48 code n on (B)(6) 2010 and underwent revision surgery on (B)(6) 2012 due to heterotropic ossification and leg-length discrepancy. It was also noted that there was "obvious black tissue and staining around the trunnion of the femoral stem implant."

Manufacturer narrative:
The manufacturer did not receive the device. The lot numbers were received for the device and the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided and a product failure cannot be confirmed. A tight monitoring is ongoing for revisions with EU durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the u.s. Which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. The need for further corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer reference number (B)(4).